Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is at eos (end of service) with a charge circuit timeout. It was noted that there were alerts triggered for eos, rrt (recommended replacement time), charge circuit timeout occurred, and charge time. Additionally, follow-up information reported that the ICD had normal battery depletion and that the charge time out was due to the ICD being at eos. The device was explanted and replaced. No patient complications have been reported as a result of this event.